Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel migration with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that several bd microtainer® pst¿ tubes with lh (lithium heparin) suffered from ¿melted gel¿. Per the customer ¿somehow, the gel separator has gone to the top of some unused tubes, into the lid, and made its way around the top scoop part of the tube including the outside surface¿. The specimens required recollections, but there was no report of exposure, injury or medical interventions.